Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and alarm was recurring even after changing the site. The customer stated that the device was not dropped or exposed to a magnetic field. The drive support cap was recessed and the customer was able to rewind. Blood glucose value was 262 mg/dl. The motor error alarm occurred more than once in the last 30 days. The insulin pump was replaced and returned for analysis.